Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 615mg/dl. Troubleshooting was performed. The caller stated that the insulin pump continued alarming no delivery and her glucose level kept rising. The customer treated manually and her glucose dropped to 245mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.